Event description:
A malfunction was reported by the customer, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, helped the customer reset the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer understood.